Event description:
Consumer called to report inaccurate readings from his plink meter. Readings have been very erratic. Analysis run on clark error grid using mean ave. Reading (54) as reference point vs. Bd readings (34, 74) yielded data points in the d zone of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.